Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt was unable to pass incoming functionality testing. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to trunk cable connector j703 on the distribution node pca. The j703 connector was physically pulled from the pca. The root cause for the damaged connector was excessive force on the trunk cable. There is no indication the defective electrode belt caused or contributed to a serious injury or patient's death at this time.

Event description:
During servicing of an electrode belt which was returned for an unrelated problem, a reportable device malfunction was found. The electrode belt sn (B)(4) failed incoming testing.